Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 x echo-hd-3-20-c of lot number c2009086 was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08 mar 2023. Distal end of needle examined and break observed (length of break approx. 2.6cm in length) image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number (B)(6). A non-conformance was noted in production on the work order for the handle component not fitting but this would not have contributed to the reported issue. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The potential complications section of the instructions for use (ifu0077-5) list "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatitis." There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-5). Images supplied by the customer confirmed that the needle was broken at the distal end. Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the pararectal cystic lesion which may have been hard and difficult to penetrate causing the needle to break distally. Additional information in the patient/event info - notes confirmed that the break occurred during retraction of the needle which may have been due to the user employing excessive force in attempting to withdraw the needle from the lesion contributing to the break. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient suffered bleeding from the needle tract during retrieval of the broken needle which was treated with eus. Guided adrenaline-injection and the patient was discharged the next day. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR will be submitted to include the investigation conclusion.

Event description:
The tip of the needle broke during the procedure. As per cc form: "during fnb of a pararectal cystic lesion with procore 20g we observed fracture of the needle (at about 4 cm from the tip) with loss of the fractured piece into the lesion. We performed eus-guided retrieval of the piece with a biopsy forceps and we observed bleeding from the needle tract, treated with eus. Guided adrenaline-injection. We decided for one night observation in our department and we discharged the patient the day after". Patient outcome: a section of the device did remain inside the patient¿s body. See above the patient did require any additional procedures due to this occurrence. Eus-guided hemostasis after needle-tract bleeding. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The event probably contributed to bleeding from needle tract. Patient/event info - notes 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. No if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 5. No if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: _____distal end of the needle: fracture of the needle at about 3-4 cm from the tip. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Pararectal cystic lesion. 10. Please describe the size of the intended target site. 6 cm lesion. 11. If not with the device in question, how was the procedure performed and/or finished? We didn't use other fna/fnb needles. Injection needle for adrenalin injection (bleeding site). 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No, only prolongation of the same procedure for needle removal and bleeding treatment. 16. What intervention (if any) was required? Needle removal (biopsy forceps) from the lesion. Adrenaline injection for bleeding after needle removal. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes 19. If yes, please specify what was observed and where on the device it was observed. Fracture. 20. What is the scope manufacturer and model number that was used? Olympus uct 180. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, leaving the fractured tip inside the pararectal lesion. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? One (the rupture was observed during the second passage). 30. Did any section of the device detach inside the patient? Yes. If yes, please specify: __. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No ebus.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 08mar2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.